Event description:
An ipp device was implanted in 1993, month and day not indicated. The cylinders and pump were removed from the pt and replaced on 1/22/97 due to fluid loss--pt fell off bike and heard a pop, no fluid in system.